Event description:
Caller tested 3.4 inr on coaguchek xs system 1 and 1.8 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 22221713, expiration date 02/28/2015). (B)(6).